Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a liberte sds in three pieces. The stent was not returned for product analysis. There was blood in the guidewire lumen. The balloon was tightly folded with stent impressions between the markerbands. Microscopic examination presented no damage or irregularities in the distal tip. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube. The inspection also revealed complete hypotube separations 42cm from the strain relief and 36.5cm from the end of the hypotube with a 28.5cm section of hypotube from between the separations. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-november-2014. It was reported that crossing difficulties were encountered. A 2.75mm x 12mm liberté¿ stent was advanced to the lesion but was unable to cross. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detachment and a hypotube break. It was further reported that the stent was intact prior to return.